Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the IV cannula with the incident lot was observed. A small white fm along with excess lubricant was observed. Additionally, fifteen (15) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to fm on the IV cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the IV cannula. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula or any fluid path component the following information was provided by the initial reporter. The customer stated: "before use, foreign matter was found on the cannula."